Event description:
The info received from the field states that after the product was opened onto the sterile field and properly prepared, the physician noticed that the stent was loosely crimped on the balloon of the stent delivery system (sds). The physician then tried to crimp the balloon with a crimping device and the balloonw as still loose. The system was put aside and another sds was used to complete the procedure. The original system was not used in the pt. There was no pt injury.